Event description:
It was reported "this is the latest triple lumen PICC and it shows the migration of the tip of the PICC curling over a few days. This patient was also get continuous fluids, drips and antibiotics." Additional info received 12/09/2020: "(B)(6) 2020 line replaced to right side. On (B)(6) 2020 3cg was used when this line was replaced."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, x-ray review and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter tip malposition was confirmed but the cause is unknown. A series of four x-rays were returned for evaluation of this complaint. All four x-rays were of the patient¿s chest. The first x-ray was labeled ¿(B)(6) 2020 placed left tl / 71.5 kg resp. Patient confirmed with 3 cg/sherlock and cxr¿. The x-ray appeared to contain a single catheter with the distal end of the catheter pointed straight downward over the svc. The second through fourth x-rays show that the tip of the catheter is becoming more mispositioned with time. The images were forwarded to a radiologist consultant for further review. The radiologist¿s conclusion was, ¿no curl is present in the intact PICC. The tip of the catheter is located in the azygous vein.¿ the complaint of tip malposition can be confirmed. However, the cause of the tip malposition cannot be determined. Possible contributing factors could include securement technique, patient¿s anatomy and/or physiology, jetting of fluid from catheter tip during power injection, or catheter whipping during power injection. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeu1711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "this is the latest triple lumen PICC and it shows the migration of the tip of the PICC curling over a few days. This patient was also get continuous fluids, drips and antibiotics." Additional info received 12/09/2020: "(B)(6) 2020 line replaced to right side. On (B)(6) 2020 3cg was used when this line was replaced."